Manufacturer narrative:
The device was received for evaluation. During functional testing "critical system failure where it shut itself down" was unable to be reproduced. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of this condition was unable to be determined as troubleshooting the device revealed no software/hardware abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a critical system failure and shut itself down during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.